Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the system power manager and two power supply switchers to resolve the customer issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The system power manager (spm) was analyzed and found to have errors 816, 824, 858, and 860 in the system logs. Upon visual inspection, no issues were found that would be related to the reported event. The spm was installed, programmed, and tested on a test system. To troubleshoot and test the root cause of this reported event, the spm charge feature was tested by training the battery charge to 1 green led and 38.7 volts, and the test system was left plugged in to a power source to test the charge feature of the spm. In less than an hour, the battery was full charge to 42.7 v with all 3 green solid leds lighted. The spm charge feature passed the test within the 1-hour threshold. The power switchers were both tested on a test system. The components functioned as expected. Investigation findings suggest an electrical/fiberoptic defect leading to the observed errors. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the patient side cart batter is not charging. Caller noted the battery status is green/red and flashing and when caller unplugs the patient side cart from the wall it loses power. Error 824 along with 816 and 860 observed in logs. Tse advised battery has been discharged to a level the filed engineer will need to come and resolve. The procedure was aborted to another da vinci system with no report of patient injury.